Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that patient's IV pump showed downstream occlusion but was not alarming. No add'l info could be obtained. Any patient injury or medical intervention is unknown.